Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty circuit board / printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the technician had to press and hold the power switch for the high-definition lcd monitor to turn on during the intended diagnostic colonoscopy procedure. During the investigation the customer stated that none of the buttons on the front panel would illuminate and there was no image on the front panel. The customer also confirmed that the power indicator was illuminated. The intended procedure was completed with the same device without a delay. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon occurred due to faulty printed circuit (qb) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.